Event description:
On (B)(6) 2012, this patient underwent treatment of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. It was reported that a chimney technique using a gore excluder aaa endoprosthesis was implanted into the right common carotid artery as the aneurysm was located at the aortic arch. When angioplasty using a gore tri-lobe balloon catheter was performed at the proximal end of the proximally implanted gore tag device, the patient's blood pressure dropped. It was reported the patient's aorta had ruptured at the proximal end. The exact cause of the rupture is unknown. Life-saving measures were performed, and the patient was converted to open repair. A surgical graft was anastomosed to the proximally implanted device. The patient tolerated the procedure.

Manufacturer narrative:
Refer to the following medwatch # for the report on the gore tag thoracic endoprosthesis involved in this event: 2017233-2012-00656. Refer to the following medwatch # for te report on the gore excluder aaa endoprosthesis involved in this event: 3007284313-2012-00027.